Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No motor error or excessive no delivery alarms noted.

Event description:
A follow up calls were made and the customer responded that her insulin pump alarmed motor error during basal and bolus and the device stopped, but then it was fine. The customer also mentioned getting and no delivery alarm during prime. The customer mentioned being hospitalized, but it was not device related. The customer had a mini stroke and has a seizure disorder. She stated that the device was removed and forgot to put it back, by the time she realized her glucose level was in the 700s mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.